Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical impact opening (shell thickness within specification) a missing piece of shell assessed as inconclusive. As per the investigation procedure non-penetrating nick, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.